Event description:
It was reported that the pt expired the day after pump implant. The pt had undergone a trial of epidural morphine with an initial dose of 1.75 mg in 2007, under local anesthesia with intravenous sedation and no issues were reported. Subsequent dosing during the trial was not reported. The pt was hospitalized and evaluated for 2-3 days. Info provided in the procedure note indicated that, the pt had originally reported an allergy to morphine, but she had been able to tolerate muscular injection of that drug. The hcp determined after discussion with the pt and daughter that there was "no true allergy to morphine". She was also noted to have other allergies to unspecified medications. The pt had been prescribed multiple medications by another hcp including: vytorin, lortab 10, synthroid, elavil, zoloft, cymbalta, seraquin, klonopin and prilosec. The medications were not weaned prior to pump implant. The pt was described as nervous and was upset as she had recently been told that her ex-husband had died approx one month earlier. The procedure was without complications; the hcp confirmed review of telemetry strips which revealed accurate programming of duramorph 10 mg/ml at a dose of .999 mg/day following priming bolus. No issues were noted when the pump was filled with morphine 10 mg/ml. She stated that the pt had implant under general anesthesia and was discharged to home 2-3 hours later. The pt was instructed to use lortab for postop pain. The hcp called the evening of implant and the pt had been outside and no problems were reported. The daughter called the pt in the morning and there was no answer. Upon arriving at her home that evening, the pt was found face down on the bed, with her face in the blankets. The coroner indicated that she had been dead for less than 24 hours. An autopsy was performed and no trauma or foul play was suspected. Autopsy results are pending toxicology testing of blood and urine; those results are expected in 6-8 weeks. The cerebrospinal fluid was not tested. The pump was not explanted, and was subsequently buried with the pt. The coroner will not release the autopsy report to the manufacturer unless he is able to obtain permission from the pt's family.

Manufacturer narrative:
.